Event description:
It was reported that the ilet user experienced elevated glucose readings after eating without a meal announcement, with continuous glucose monitoring rising to the 300s and later trending downward. Troubleshooting confirmed insulin delivery steps were performed correctly, the infusion site appeared dry with proper tubing connection and immediate drops during fill, and no device alerts were reported, indicating an operational device with a user-interface interaction related to meal handling. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified, consistent with improper or incorrect procedure related to meal announcement and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.